Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device.; if the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required.; the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician received several unsuccessful cavity integrity assessment (cia) tests. The novasure procedure was aborted and the physician was going to perform a tubal ligation. During the laparoscopy, the physician viewed a perforation. The physician "gave a little zap of diathermy laparoscopically to stop small bleed and [prescribed] antibiotics". The pt was admitted into the hospital overnight for observation and was discharged home on (B)(6) 2014. The pt was seen on follow up and is doing well. A hysterectomy, dilation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.